Manufacturer narrative:
Product complaint#: (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, a 90cm cerebase da guide sheath (gs9090sd, 30436790) was fractured pulling it out of the package. The tech did not pull up on the catheter and the catheter ultimately broke. There was no delay in patient treatment. This catheter was never inside the body of the patient. Another cerebase from the same lot number was used without difficulty. Additional information received indicated that the catheter did not fracture completely into 2 pieces. The break occurred proximal shaft of the catheter, distal to the hub. No excessive force had been applied to the device at any point. There were no packaging issues. A non-sterile unit cerebase da guide sheath, 90cm was received inside of a pouch. The device was visually inspected, and it was found with a fracture condition near to the ID band, no other damages or anomalies were observed on the device. A manufacturing record evaluation was performed for the finished device 30436790 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body / shaft) - cracked-prior to use¿ was confirmed. During the inspection, it was noted that the device has a fracture condition, this condition is related with the customer¿s complaint, however, the exact time when this condition occurred could not conclusively be determined since the device was not received in the original package. The fracture condition observed on the device might appear to have been caused by handling, speed and force being applied to the device at the removal from the package however this cannot be conclusively determined. Neither the analysis nor the mre suggests that the failure reported by the customer could be related to the manufacturing process. The instructions for use (IFU) indicate to exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that the way the device was handled may have contributed to the reported failure and damages on the returned system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A supplemental report will be submitted if new facts arise, which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, a 90cm cerebase da guide sheath (gs9090sd, 30436790) was fractured pulling it out of the package. The tech did not pull up on the catheter, and the catheter ultimately broke. There was no delay in patient treatment. This catheter was never inside the body of the patient. Another cerebase from the same lot number was used without difficulty. Additional information received indicated that the catheter did not fracture completely into 2 pieces. The break occurred proximal shaft of the catheter, distal to hub. No excessive force had been applied to the device at any point. There were no packaging issues.